Event description:
Boston scientific received information that this tachy device exhibited high, out-of-range (oor) pacing lead impedance (pli) measurement of greater than 2,000 ohms. Boston scientific technical services (ts) suspected a possible lead issue and that the physician might opt to revise the lead. Additional information made available from the field noted that the cause of the oor measurement was not determined. The tachy device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.